Manufacturer narrative:
Pump passed displacement test and self test. Unit was received with stained lcd screen due to moisture damage on the printed circuit board. Unit was received with cracked case along the side of the battery tube, scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump exposed to fluid. The customer's blood glucose was 146 mg/dl. Customer states they see fluid under the lcd and screen was foggy. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.